Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to low inspiratory pressure was observed. The inside of the device was inspected and the foam of the air inlet path was observed to not fit properly. The device's inlet airpath assembly needs replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect coding was provided. The coding is corrected on this report.